Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt experienced "shortness of breath - diaphragmatic, lips turning blue" as well as red heart alarms. The pt is currently stable while connected to battery power. The system controller was exchanged; however, the same issue was observed. The log file data submitted for analysis displayed multiple red heart alarms, low speed, and low flow events, as well as intermittent pump stops. The events displayed were consistent with a possible percutaneous lead issue. The events occurred when the pt was connected to a power module. The events did not occur when both leads are connected to battery power. Technical services staff was onsite for eval of the percutaneous lead and x-rays were inconclusive. It was reported that the power module originally did not alarm as it only alarmed when the pt coughed or moved to his left in bed. A different occurrence when the pt was on power module later the same day is when the pt moved to his left in bed and received an alarm and switched to battery support. When trying to switch back to power module is when it began to alarm on each attempt.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.

Manufacturer narrative:
The report of ¿red heart¿ alarms and pump stoppage events were confirmed based on the submitted log files; however, a correlation between the reported patient symptoms of shortness of breath and the investigation findings could not be conclusively determined. The submitted log files captured low speed, flow hazards, elevated power, and pump stoppage events that appeared to occur while the patient was supported by the power module and the patient cable. On (B)(6) 2014, the patient underwent a pump exchange due to a suspected driveline malfunction. The explanted pump was returned and evaluated under MFR report # 2916596-2014-00918. The evaluation of the returned pump revealed a small breach in the brown wire insulation adjacent to the shield breakdown at the pump housing. If the exposed conductors of the brown wire contacted the braided shield while the pump was operating on a tethered power source, the resulting short to ground would have caused the pump stoppages and power elevations noted in the submitted log files. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available at this time. The manufacturer is closing its file on this event.